Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering confirmed a frayed pitch cable at the instrument's wrist. The frayed segments were various in lengths. No damage was found at the clevis. No other cable damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
During central processing, the user facility identified a frayed cable from the large needle driver instrument . Nothing reportedly fell into a patient. The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.